Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 661 mg/dl, 249 mg/dl, 217 mg/dl and 201 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((b)(64)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.